Manufacturer narrative:
Additional information received that the patient is doing well and the new device is working correctly. The device will not be returned as it was discarded.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a hole in the pressure regulating balloon(prb). A patient outcome of well was reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a whole in the pressure regulating balloon (prb). A patient outcome was not reported.